Event description:
It was reported that the patient presented for follow-up. Upon interrogation, the right ventricular lead exhibited high pacing thresholds. It was determined that the lead had perforated. On (B)(6) 2018, the lead was explanted. Patient was in good condition throughout with no adverse consequences.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.